Event description:
The customer reported the system displayed ma sensor errors and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and flashed the memory nodes, replaced the x-ray controller board, reloaded the calibration files, and adjusted the 5 volt power supply. The system operates as intended.